Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 6 months. (B)(6). It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had taken some nutritional supplements due to a late menstrual cycle. On (B)(6) 2017, the patient was admitted to the hospital due to a stomach ache which was diagnosed as an infection near the lower sternum area and possibly a pump pocket infection. The patient was treated with unspecified antibiotics. The patient¿s ejection fraction was approximately 53%. An echocardiogram did not show an unusual septal shift, right heart failure, or hypovolemic state. The patient was elevated to an urgent transplant listing due to unspecified complications of the infection. On (B)(6) 2017, a heart transplant was performed. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed multiple pi events; however, a specific cause could not conclusively be determined through this investigation. Despite these events, the log file showed the system operating as intended. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.